Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an implantable drug infusion device. The drug being delivered was fentanyl with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient was admitted to hospital/ICU (intensive car unit) on (B)(6) 2018 with seizures. The change in symptoms was noted as sudden. The caller was questioning seizures activity related to the fentanyl. They were requesting to stop the pump. The caller has limited knowledge of the system and does not have a programmer, the managing physician is out of town. The hcp was faxed morphine emergency procedure and they discussed emptying the pump reservoir. A manufacturer¿s representative was paged for the event. There were no further complications reported/anticipated.